Event description:
It was reported that the patient had a polyp-like growth and infection at the implant site. The patient is being treated with a four to six week dose of oral antibiotics (type unknown). The patient is being monitored.